Event description:
It was reported that the patient is experiencing increased soreness in scrotum around the artificial urinary sphincter(aus) pump and finds it hard to activate the pump when it is needed. The patient had the aus activated in early (B)(6) 2020 and after gardening in mid (B)(6) felt the soreness. After an assessment from the urologist, the pump was repositioned inside the scrotum on (B)(6) 2020 with no other issues.